Event description:
The customer contacted baxter's technical service center regarding system error (se) 2367, which occurred on the homechoice (hc) during drain 6/6. The baxter technical service representative (tsr) had the hp cycle power. The tsr checked the alarm log and found a se 2240 had occurred. The hp had disconnected and then reconnected. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A labeling review was performed and found to be adequate for the use error identified in this complaint. The root cause of the system error 2240 was determined to be due to the patient disconnecting from the set.